Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient and her mother reported that the keypad buttons were sticking and at times require several presses to activate desired pump functions. The patient also said that the keypad buttons had become sticky and require several presses to activate desired pump functions. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.